Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they saw a message on the handset that the internal device battery was low and to contact the clinician. The caller reported that they were trying to increase stimulation a little bit because they were having trouble in the morning getting to the bathroom in time when they saw the message. This was a couple days ago. They were on program 5 at 3.8. The patient was redirected to their healthcare provider to further address the issue. The caller expressed dissatisfaction with longevity and asked why it happened. The agent reviewed that the only way to know for sure was to have the hcp check.